Event description:
Customer reports that their adc device was exposed to moisture and now it "sparks" when connecting to the charger. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's showed that the correct cable was part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.